Event description:
Additional information was received which indicated that no autopsy was performed on the deceased, and the vns implants were not removed prior to burial.

Event description:
It was reported that the patient was found passed away in his apartment. The coroner's office informed the physician of the death and said that it was related to the patient's seizure or sudep. The physician stated that the patient was last seen on wednesday ((B)(6)2013) and the patient was doing well. The reason for the patient's death is unknown to date. Attempts to contact the physician have also been unsuccessful to date.

Event description:
Attempts for additional information was made and the medical professional responded stating that the death is not related to the vns.

Manufacturer narrative:
Initial report inadvertently stated that attempts have been made but no response was received to date.

Event description:
A copy of the patient's death certificate cannot be obtained since it will only be issued to the next of kin or to persons with a legal right to the certificate who are the decedent's family members.